Event description:
The customer called to report that he lost consciousness and had to be treated by the paramedics. The customer stated that he delivered a large 18 unit bolus to cover a big lunch prior to the event. Troubleshooting revealed that the insulin pump had delivered four 18 unit boluses and one 10 unit bolus prior to the event. The customer statedthat he only programmed one bolus of 18 units and the other boluses were delivered without his knowledge. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.